Manufacturer narrative:
The DHR (device history record) review could not be conducted as the lot number was not provided. The sample was returned without the pouch. The sample was closely examined by visual inspection. The product was found already disassembled. In the manufacturing process, for this product code, once the housing is assembled will undergo a welding process. Once this product is completely welded, it will then be subjected to a leak test and checked for improper assembly which amy cause the product to be easily disassembled. Current manufacturing procedure includes 100% leak testing during the assembly process and 100% visual inspection at the packing area. Thus, any defective products will be culled out during this process and any improper assembly issue can be definitely make the product to fail the leak test. Any defective product noticed during this test will be culled out. Further analysis was conducted on production samples (5). All (5) samples passed the pull test. The returned sample device, disassembled, may be due to mishandling of the product. The customer complaint could not be confirmed.

Event description:
The event is reported as: the upper housing and lower housing disassembled while in use. No patient injury.